Event description:
This is filed to report the clip opening post deployment requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and placed in the central-medial position. Post deployment it was noted that the clip opened to approximately 20 degrees and the mr increased. An additional clip was implanted lateral to the first implanted clip for stabilization and to further reduce the mr. The procedure was complete with a final mr grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the clip opening post deployment. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. In addition, this complaint was reviewed by a clinical staff engineer. The reviewer stated that ¿five (5) echocardiographic videos and one (1) fluoroscopic still image were provided. The echocardiographic videos were reviewed and assessed: "img_0587.mov": the clip arm angle is not able to be assessed in this view. "Img_0588.mov": lvot view with x-plane at 90° with color doppler. In the lvot view (right side of the view) the clip can be seen grasped onto the leaflets. The dc shaft can also be visualized in view and there is a notable gap between the distal l-lock shaft and the clip, indicating the video was taken immediately after detachment of the clip during deployment. The clip arm angle appears to be ~40° - 50°; this is only an approximation based on a visual assessment with the naked eye and is not confirmed. "Img_0585.mov": lvot view with x-plane at 80° in which the fully deployed clip can be visualized. There is no mitraclip system in the lvot view but visible in the left atrium in the x-plane view indicating this was taken post deployment of the first clip prior to removing the cds. The clip arm angle appears to be ~40° - 50°; this is only an approximation based on a visual assessment with the naked eye and is not confirmed. However, it is apparent the clip is opened beyond the fully closed position (~10°) per the instructions for use. The clip appears to be stable on both leaflets. "Img_0584.mov" & "img_0586.mov": the clip arm angle is unable to be assessed in this view. The fluoroscopic still image shows two clips fully deployed on the valve, with no mitraclip system in view. It was reported that the first clip (reported device) was deployed medial central and the second clip was placed lateral to the first clip. As such, the first clip with the reported issue of opening ~20° post deployment is on the left side of the image. The clip arm angle of the first clip (medial/left) appears to be ~40° - 50°. While this is only an approximation, it is evident that the clip is opened beyond the fully closed position (~10°) per the IFU and when comparing to the second clip (lateral/right), which appears to be fully closed and did not have a reported issue. Based on the cine provided, it can be confirmed that the post deployment arm angle of the first clip is greater than the fully closed position of ~10°. However, the pre-deployment clip arm angle could not be assessed based on the cine provided. Therefore, it cannot be determined when, and by how much, the clip opened.